Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during an unspecified surgical procedure. It was also reported that there was no delay to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. The surgery was successfully completed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from that the motor device had an e2 error. The event was reported to not have occurred during surgery. It was not reported whether there was patient involvement. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor and flex circuit showed signs of liquid and corrosion. It was determined that this contributed to the error codes and heat. Therefore, the reported condition was confirmed. It was determined that this was indicative of not following the immersion / sterilization procedures properly. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.